Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to patient being unable to pump his device, the patient had his inflatable penile prosthesis device removed and replaced with a 12mmx20cm concealable spectra penile prosthesis (spp). It was added that the patient was overweight and that prevented him from operating his device. Should additional information be received a supplemental report will be submitted.